Event description:
The hospital reported that during a procedure, the lacrimal probe broke. It was reported that the physician inserted the probe into the pt's lacrimal passage when the silicone detached from the metal probe portion of the device. The portions were removed and another probe from another lot was used to successfully complete the procedure. There were no pt complications reported as a result of the alleged event. The device was returned to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4). Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.